Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in a procedure. The exact procedure date was unknown. During the procedure, the clip would not deploy properly. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in a procedure. The exact procedure date was unknown. During the procedure, the clip would not deploy properly. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. Additional information received on april 16, 2024: it was reported that type of procedure performed was esophagogastroduodenoscopy (egd).

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy. Block h2 (additional information): block b5 has been updated based on the additional information received on april 16, 2024.